Event description:
Initial report: this non-serious spontaneous case report from a foreign country, was reported by a physician via a company representative and forwarded by our local affiliate. This case involves a female patient (age nos) who received two treatments of poly-l-lactic acid (sculptra). Treatment details were not provided. In the past few weeks, the pt developed two lumps in the orbital rim area. It is unknown if any corrective treatment was provided, but poly-l-lactic acid therapy remains ongoing. Event outcome is unknown. A ptc (pharmaceutical technical complaint) was initiated: local ptc number; global ptc number. Reporter's causality assessment: not provided.

Manufacturer narrative:
Addendum for follow-up information received on 09/12/2009: ptc revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in a foreign country. The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.